Event description:
The surgeon was unable to adjust the valve. He tried with another valve and it worked properly, so it seems that the problem was due to the valve and not with the adjustment kit (pak2). The problem was detected before the surgery (no pt involved) the blister was not open, so the device is not contaminated.

Manufacturer narrative:
The results of the laboratory analysis of the valve will be send to complete this incident report.